Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula for the received pod was found to be stretched out, and flattened. The soft cannula was found torn where the tip of the formed needle rested. It could not be conclusively determined when this damage to soft cannula occurred, or if it linked to the reported event of insulin delivery.

Event description:
It was reported the patient's blood glucose rose between 18 and 19 mmol/l (324 -342 mg/dl). The pod was worn on the patient's back for between 1 and 4 hours. As treatment, the pod was removed.